Event description:
This is a follow-up for the initially filed MDR.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 11/01/2021. During the testing, the affected device had no leaking issue. Therefore, the reported issue was not confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "an administration set model hs-008-b lot 2008004 was leaking during an infusion, there was so much of a leak that the area of the leak is uncertain." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. On (B)(6) 2021, infutronix received additional information from the end user: the set was disconnected from the cassette. The contract manufacturer of the affected device (B)(4).